Event description:
Following a stent and ptca procedures, an angio-seal device was placed. Immediate oozing was controlled with manual pressure. One hour post deployment the pt's blood pressure decreased. The pt had a CT which revealed a retroperitoneal bleed. The pt was given ivfs, two units of packed red blood cells and a dopamine drip was initiated. She was transferred to the intensive care unit. The following morning she was stable and was transferred back to the regular floor. Follow-up on 1/16/1998, the pt was out of bed, her blood pressure and groin were stable. She was discharged home on 1/19/1998.